Manufacturer narrative:
The investigation for the access site bleeding - major and the positioning issues has been completed. The impella device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the access site bleeding - major issue was most likely patient movement as the bleeding occurred after the patient accidentally pulled on the pump and the root cause of the positioning issues was most likely patient movement because the patient accidentally tugged on the pump.

Event description:
The us complainant reported that an 80-year-old male patient was implanted with an impella cp pump for mechanical circulatory support. During support, the patient pulled the bedsheets and tugged on the impella cp. The patient subsequently experienced blood loss and was hypotensive. Physician therefore removed the impella cp. A femostop was placed to treat the bleed without issue.

Manufacturer narrative:
The impella device was not received from the customer as it was discarded and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿